Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and downstream occlusion, no cassette alarms were observed in event logs history. There was no 12-month service history during the review. Visual inspection has been performed, and cracked downstream occlusion seal (dso) was found. Problem was resolved after dso seal replacement and recalibrated dso sensor. The probable cause of the reported issue was cracked dso seal. Upon successful completion of the repair activities including functional and accuracy testing, the device will be returned to the customer.

Event description:
During investigation of a returned cadd pump the downstream occlusion seal found to be cracked. This may lead to fluid ingress into the pump which will interrupt therapy during infusion if it recurs.